Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mold was found on the bd difco¿ sabouraud dextrose agar cg plate. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about contamination of the media. According to the customer's report, mold was found in the agar before usage."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 25-mar-2022. H.6. Investigation: the reported issue of contamination of fungi has been confirmed from the returned sample. No issue was found in the retention samples or device history record (DHR). The root cause could not be determined and no trend was identified. The issue will continue to be monitored.

Event description:
It was reported that mold was found on the bd difco¿ sabouraud dextrose agar cg plate. The following information was provided by the initial reporter, translated from japanese: "this is a report about contamination of the media. According to the customer's report, mold was found in the agar before usage."